Event description:
Description from customer- "attached are the logs for the c1 we spoke about. A c1 was being changed out and this one was to be put into its place. The rt turned the unit on the screen went white. They touched the screen and started ventilation at which point they could not power the unit down and put it in the dirty work room. Rt director was able to power down the unit, he then powered the unit back on and had a normal screen. Upon my request the unit was delivered to biomed. "

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications while the ventilator was turned on. The root cause was determined to be the defective esm board. The device also has exceeded the designed lifetime of 8 years. In consequence (correction), the esm board was replaced. There was no patient or user harm reported.